Event description:
Per the surgeon's report, the patient fell off of a swing and hit his head over the implant site on 5/22/2006. He could not hear after this incident. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device on 5/30/2006. It was not reported to cochlear if a new device was implanted at this time.

Manufacturer narrative:
This type of event is addressed in the device labeling code # 1738.